Manufacturer narrative:
The cec adjudicated that the previously reported occlusion of the target lesion was related to the study device.

Event description:
During the index procedure, the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the right leg. Six months later, the right sfa was treated with 2 admiral xtreme pta balloon catheters and 1 pacific pta balloon catheter. Approximately 23 months post index procedure the patient presented with a worsening of rutherford class. The patient underwent pta of the right sfa that was occluded at the origin, and pta of right popliteal artery and right anterior tibial artery. The investigator assessed that the reported event was not related to the study device, procedure or drug. The event is resolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion). Evaluation conclusions: inherent risk of procedure (occlusion). (B)(4).